Manufacturer narrative:
Device disposition not presently known.

Event description:
A perceval size 27 was implanted and explanted on (B)(6) 2018. The patient passed away on (B)(6) 2018. No other information was provided.

Manufacturer narrative:
Several attempts were made to obtain information about the event but no information about the explant of the device on (B)(6) could be obtained. No investigative actions could be determined since there was no information about the event that could be obtained from the surgeon. If any information becomes available on a future date, manufacturer will revisit the case and determine appropriate investigative actions.